Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34npb); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that where the "device" was located, it stuck out a lot and they could not lean, or sit in certain positions or lay on their back because of having the wire coiled around underneath their skin. The patient clarified it was more like the lead that stuck out and reported their implant was on their right buttocks and their buttocks stayed pretty sore. The patient reported the lead came over kind of right at their tailbone and they could feel the coil and the lead actually protruded and they could feel it protruding out (patient clarified it was not sticking out of the skin). The patient inquired if this was normal. The agent reviewed the role of patient services and redirected the patient to their healthcare provider (hcp) to further address the issue. The agent reviewed general implant overview. The patient provided event date as it's been months and stated they just assumed it was sore so they kept working their way around it. The patient mentioned when they did yoga they could not lay on their back, they had to put a small pillow under their butt in order to lay down. The patient inquired about a smaller lead wire so they didn't have "all this crunched up in my behind". The patient mentioned they were a small person. The agent reviewed overview of the lead model and redirected the patient to their hcp to further discuss. The patient mentioned their hcp already knew about this. The patient mentioned they swam twice a week, walked 3 times per week, and did yoga 3 times. The agent reviewed activities compatibility. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to discuss. The patient stated they were having surgery on 17th of march to have the implant moved/relocated with their hcp. The patient also stated they were seeing their physician assistant on the 12th.